Manufacturer narrative:
The report of thrombus was confirmed during the evaluation of the left ventricular assist system (lvas). Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus on the inlet bearing ball of the pump rotor. The formation was small, single layered, and adhered to inlet bearing ball. The observed thrombus could have contributed to the reported increase in lactate dehydrogenase (ldh). The evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump bearings and bearing cups under a microscope found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. An analysis of the submitted system controller log file captured no atypical alarms and appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 7 months he device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017. The patient presented with tea colored urine, and lactate dehydrogenase (ldh) level of greater than 2500 u/l. The most recent ldh was 544 u/l on (B)(6) 2017. Upon admission, the patient¿s inr was 1.6. On (B)(6) 2017, the patient underwent a pump exchange. Further information was requested, but not provided.